Event description:
A report was received that following a complete system explant due to infection (MFR report #: 3006630150-2018-02066), the patient continued to have an infection at the lead site. It was also noted that one of the contacts was still in the patient at the lead site.